Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device observed that the device did not power up and was not functional. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear on internal electrical components from use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the universal battery charger device was not charging the battery device. According to the report, the user was unable to get the device to have any lights or electricity in any capacity after plugging the device in to several wall outlets. It was further reported that there were no lights or sounds on the device. There were no delays in the surgical procedure, as an identical spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.